Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, only an inch of the device was connected to the ring. The rest of the device was torn off. There was no patient involvement. Another device was used to complete the procedure.